Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no functional irregularities that would have contributed to the allegations. The header was fully attached to the device case and all seal plugs were intact and undamaged. All set screws were found to move fully and freely in both directions. The device was operating in safety mode. A telemetry reset was performed to remove the device from safety mode followed by a full download of the device's memory. Analysis of the device memory was performed. There were no faults found in the device memory and the device appears to have been operating properly during the time of implant with tachy therapy available. The battery status was beginning of life (bol) with a battery voltage of 3.066 volts. The device was then subjected to temperature cycling from room temperature of 72 degrees fahrenheit (f) to 98.6f in an attempt to duplicate the allegation from the field. The device continued to operate normally and did not revert to safety mode. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Although the allegation from the field was confirmed, as the device was received in safety mode, however the safety mode operation could not be duplicated and the cause could not be established. It was concluded that the safety mode operation was a result of memory corruption from an unknown cause.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The device was explanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow up this cardiac resynchronization therapy defibrillator (crt-d) was found to be operating in safety mode. No adverse patient effects were reported. Replacement is pending.